Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ mixed tricuspid regurgitation (tr), thick and thin leaflets for a triclip procedure. During the procedure, a triclip was successfully implanted. Post deployment, the clip opened up 15 to 20 degrees. An attempt was made to deploy second triclip. Imaging was difficult due to shadowing from first clip and tsgc. Multiple attempts of grasping were made and were unsuccessful. The clip was removed from the anatomy. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip opening while locked appears to be related to challenging patient anatomy (thick leaflets, lot of tissue grasped). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.